Event description:
It was reported that the pt had an MRI in 208; the scan was not completed. The pt did not come back to the office to have the pump status checked. A few days after this, the pt experienced loss of therapy with increased pain and was seen in the emergency room. The pump was not audibly alarming at that time. At about six days later, the pt had a complete MRI and was see afterward to have the pump status checked. At that time, a motor stall was confirmed. The motor stall was noted in the event logs with no motor stall recovery recorded. The motor stall was due to the pt having an MRI. The motor stall recovered after subsequent updates. The pt was reported to be "doing well now".

Manufacturer narrative:
.